Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the unit for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the system displayed errors pointing to a communication issue. A restart of the system did not resolve the reported issue and the customer converted the procedure to traditional laparoscopic surgery. Intuitive surgical, inc. (Isi) made several attempts to follow up with the reporter to obtain additional information about the complaint but attempts were not successful. At this time, there is no report of any patient injury or harm. An isi technical field specialist (tfs) went on site to perform additional investigation. Tfs replaced the remote arm controller (rac) to resolve the reported issue. The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part involved with this complaint and completed investigation. Failure analysis investigation was able to reproduce the failure by installing and testing the part on an in-house system. Upon power up, the system failed with the field reported error. Isi also received confirmation from the reporter that there was no report of patient injury or harm.